Manufacturer narrative:
Updated fields: d10, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, there was no device inspection result since the subject device was not sent to olympus. A definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope may have been used on patients. Before it was noticed, that the water supply pipes used for reprocessing were inadequately disinfected. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.